Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 40 mg/dl. The caller wanted to know how to turn off the insulin pump. Advised the caller that there is no way turn the insulin pump on or off. Advised the caller to have the customer call back for troubleshooting once he is feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.